Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered shortness of breath and leg pain. It was noted that the patient's rhythm was complete heart block with ventricular response in the thirties. It was reported that the implantable pulse generator (ipg) could not be interrogated with a medtronic programmer and was not functioning correctly and had no magnet response. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.